Manufacturer narrative:
The aquabeam handpiece was returned for investigation. A known-functioning aquabeam scope was able to be latched successfully without any issues. Functional testing was able to replicate the reported e22 error, which could not be cleared. The aquabeam handpiece was observed to have signs of fluid ingress on the sensor board, near one of the r-sensors. The root cause is determined to be fluid ingress and the root cause source of the fluid remains undeterminable. A review of the device history record for aquabeam robotic system / serial number (B)(6) and aquabeam handpiece / lot number 24c00973 were conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us , english was reviewed. Table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Section 11.2.5: sterile: aquabeam handpiece and aquabeam scope setup states: retract the scope tube tip on the aquabeam handpiece to 1 inch (2.54 cm) in front of its fully proximal position. While supporting the aquabeam handpiece, gently grip the middle of the semi-rigid section of the aquabeam scope and partially insert through the clear rubber seal on the bottom of the aquabeam handpiece. Hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. An audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during procedural set up, the aquabeam robotic system generated an "e22 - motorpack error." During troubleshooting attempts, the aquabeam scope could not be properly latched into the aquabeam handpiece. Subsequently, a new aquabeam handpiece was used to complete the procedure successfully. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.